Manufacturer narrative:
A ge service representative performed an onsite investigation. The mda pc was replaced. The mda memory needed to be replaced. No further repair information is available.

Event description:
The customer reported, the system would not boot up. No patient injury was reported.